Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted as a replacement for an chronic competitor lead that exhibited noise and pacing inhibition resulting in syncope. During implant of this lead the physician was initially unable to extend the helix after 20 turns of the terminal pin. The lead was withdrawn, tested, and confirmed functional. The lead was then successfully placed with good measurements though no sensing could be measured due to the patient having no underlying rhythm. Prior to discharge it was observed that pacing threshold and impedance measurements had increased but were still within acceptable limits. The patient was discharged with additional follow-up planned but that evening experienced several syncopal episodes due to loss of capture resulting in rehospitalization. A temporary pacemaker was used in the emergency ward until the device could be reprogrammed to maximum output resolving the asystole. There was no evidence dislodgement or perforation upon x-ray review. A revision procedure was performed wherein the lead was explanted and replaced with a competitor product; the pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Inspection noted dried blood/body fluid in the helix housing and neck region as well as terminal pin opening; the lead tip appeared intact and undamaged. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of increased pacing thresholds, loss of capture, and increased pace impedance measurements. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Several implant technique and product design factors may contribute to helix extension/retraction difficulties, including: tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, kinks in the lead introducer sheath, under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts. In addition, the ingevity lead was designed with single filar inner and outer coils for improved flex fatigue and for better performance within an MRI environment, with multiple layers of insulation between the conductors for long-term reliability. This design, in conjunction with the contributing factors mentioned above, may impact the rate at which torque is transferred from the terminal pin to the helix mechanism. Approved instructions for use provide best practices to mitigate these potential contributing factors.